Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number updated.

Manufacturer narrative:
Section d catalog was corrected.

Event description:
70-year-old male patient implanted with impella cp for cardiogenic shock. Pump was implanted without issue. The next morning, a groin hematoma was noted, as was access site oozing, and hemolysis. Hematoma and oozing resolved with standard measures. Decision made to escalate to impella 5.5. On treatment day six, patient decompensated into ventricular arrhythmias, and family withdrew care.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.